Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, infinite impedances, and over-sensing of noise on the right atrial (ra) lead. A lead fracture was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.